Event description:
It was reported that during post-procedure removal of the totalshield zippered surgical toga, the surgeon noticed a few drops of "strikethrough" of bloody fluid around the wrist area. It was noticed that the surgeon earlier broke his glove around the same area, but continued the surgery. Toward the end of the, the surgeon changed gloves over blood on the outside of the toga in the wrist area. There were no unusual motions or pressure applied to the toga by the surgeon during the procedure. There was no unusual bleeding or blood loss. The surgeon was unconcerned about the small area of bloody drops on the inside of the toga. No blood was noticed on the surgeon's scrubs. The surgeon did not seek medical attention and there was no report of any bbe to skin or mucous membranes. The product was used to complete the planned procedure and then discarded.

Manufacturer narrative:
The device was not returned to the manufacturer as the product was used to complete the planned procedure and then discarded. A follow up medwatch will be submitted once the investigation is complete.